Manufacturer narrative:
The meter has been returned to lifescan (lfs) for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
Follow up#1 (11/19/2012) device evaluation: the meter involved in this complaint has been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter passed all testing with no faults found, the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from USA alleging the one touch verio iq meter does not power on. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed the meter was not powering on. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.